Event description:
It was reported that a patient presented to clinic for follow up, the patient experienced asystole during second left ventricle (lv2) vector lead impedance measurement. The lv2 was previously programmed for pacing configuration between the proximal and mid (p4m2) electrodes however, the lv lead only captured and distal (d1) which the patient¿s pacemaker (pm) had resulted in loss of capture. During impedance testing, it is known the pm temporarily paces at lv2 only at 2.5 volt. No intervention or procedure was performed. Subsequently, the patient was stable.